Event description:
Epidural was beeping high pressure, unable to find out why. It turned out that the red cap found on cassette was not removed when epidural was changed. It was screwed onto line going to pt's back. As a result pt had to be placed on a pca pump and epidural dc'd.